Event description:
Mammogram shows calcification and silicone leak. Dr says there is no problem but pt believes there is. They have fibromyalgia, auto-immune thyroiditis and chronic fatigue syndrome. Pt believes that the diseases they have are related to the breast implant leakage. Pt can no longer work because of their problems. Drs dont see correlation between implants and pt's illness.